Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneous sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were initiated. The laboratory has not received any reports of impact to patients.

Manufacturer narrative:
Per customer, qc result prior to the event was within lab-established ranges. A bci field service engineer (fse) noticed black residue on the modular chemistry (mc) syringe assembly. Fse replaced the mc syringe assembly and mc sample probe and wash collar. Fse cleaned the cl and co2 ports after noticing build-up within the ports of the flow-cell. Fse replaced co2 membrane and cleaned the na electrode.